Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
A report from the food and drugs administration indicated that a customer reported via writing through the medwatch program that their reservoir had air bubbles and that they also experienced high blood glucose levels of 366mg/dl and 580mg/dl. There was no indication on how the customer treated for the high readings. The customer was concerned that the issue was not being addressed. The customer stated that the issue was less frequent at sea level. The customer also stated that they were doing everything correctly. The letter also documented another report that was received on (B)(6) 2014, in regards to continuing air bubbles issue and high blood glucose level of 380mg/dl and 378mg/dl. The customer also stated that they meticulously followed instructions. There were additional information in regards to continuing air bubbles and high blood glucose level of 400mg/dl on (B)(6) 2015 and 560mg/dl on (B)(6) 2017. The customer stated that they had large air bubbles after two days of use. The customer stated that they let the insulin warm to room temperature and follow the procedures. There was no indication of product returning for analysis.